Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer usually changed the infusion set. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered to address the bg level. The customer disconnected from the pump and reverted to using insulin injections to manage diabetes. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.